Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 23 mmol/l (414 mg/dl) while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. The patient contacted a healthcare provider (hcp) for assistance and was advised to replace the pod. The patient followed this recommendation and applied a new pod to resume insulin therapy. No formal medical intervention or treatment was reported, and the only action taken was the guidance provided by the hcp to replace the device.